Event description:
Boston scientific rec'd info that the pt with this right ventricular lead was seen for routine f/u. On eval low impedances, changes in sensing and loss of capture at maximum outputs were observed. Also, there were v-tachy episodes stored in the arrhythmia logbook which were noise. A chest x-ray was implanted and the generator was placed subpectorally. No adverse pt effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated a deformed fixation helix. Damaging the fixation helix requires the presence of mechanical stress. Mechanical stress during surgery should be taken into consideration. Furthermore, cutting in the insulation were detected. During further analysis, no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, a deformed fixation helix was noted on the returned lead compromising the performance of the active fixation mechanism. The analysis did not reveal any sign of a material or manufacturing problem.